Event description:
Reactive advia centaur xp (B)(4) results were obtained for three different pts samples. The pts samples were tested using the advia centaur (B)(4) confirmatory testing and did not confirm. The pt samples were sent to another laboratory and were confirmed reactive and released as reactive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false non-reactive (B)(4)confirmatory results is unk. The instrument is performing within specs. No further eval of the device is required.